Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been receiving no delivery alarms and does not know why. The patient's blood glucose at the time of incident was 450 mg/dl, which the customer attempted to treat with the pump. The customer changed his infusion set, reservoir, and insulin prior to the phone call, which resolved the no delivery issue. The insulin pump will not be returned or replaced.